Manufacturer narrative:
The probability of a manufacturing or design defect that might lead to sinus penetration due to a patient's anatomical defect has been nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The healthcare professional reports that nm-f4447 lot#0023371 implant was inserted (B)(6) 2024 in the patient's mouth. The implant was removed during implant placement due to sinus penetration. The device was forwarded to the manufacturer. It was reported by a health professional that the result of sinus penetration was an anatomical defect of a patient that didn't allow proper torque. No patient operative or post-operative complications reported.

Manufacturer narrative:
UDI related data quality updates only.